Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows: 2.4, 3.9, 3.4, 4.1, 4.7." Patient's therapeutic range: 2.0-2.4. The nurse who assists patient self tester called and stated that patient was taking antibiotics with last dose taken on (B)(6) 2010.